Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record review. The device was received with both seals intact and bottom case seal was removed and plunger case seal was intact. Visual inspection showed invalid syringe size. Syringe test and calibrate syringe size. The tapered springe slipped over the collar the barrel clamp rod. The root cause was unable to determine. Replaced barrel clamp rod, tapered spring, barrel springe and barrel clamp slide. Performed pm, calibration pump which passed all functional and delivery tests.

Event description:
It was reported the device was not reading correct syringe size and case cracked. No patient injury reported.